Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. The product used is unknown and therefore the 510(k) entry field is listed as no information.

Event description:
Baxter's global pharmacovigilance (gpv) communicated that during a phone conversation with the peritoneal dialysis (pd) nurse, the following information was obtained. On (B)(6) 2010, the patient developed pasteurella multocida peritonitis. The patient was treated with a three week regiment of oral (po) augmentin (dosage and frequency were not reported). At the time of the report, the peritonitis was ongoing, but improved. The nurse stated the peritonitis was caused because the patient's cat had bit the pd line and it was not related to the dianeal and extraneal solutions of the homechoice device. Further information was not provided.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because other message was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.